Event description:
It was reported, to medtronic minimed. That the customer, experienced exposed to moisture, flashing medtronic logo. The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. And the customer reported, that the pump was exposed to moisture. The pump was vibrating and/or had a constant tone without an alarm/alert and/or display went blank, after moisture exposure. No harm requiring medical intervention was reported. Mmt-1884 was requested. And the customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered on with flashing medtronic logo. Unit was unable to be downloaded due to flashing medtronic logo. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, pcba2, j6 connector, keyboard flex connector, and force sensor. Test p-cap locked in place properly during testing. The following damages were also noted: cracked case (battery tube), cracked case, and scratched case. In summary, flashing medtronic logo confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.